Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On nov 21, 2009, the lay-user/pt contacted lifescan (lfs) alleging that a one touch ultra 2 meter read inaccurately high. The medical surveillance specialist (mss) spoke to the pt on dec 2, 2009, and was able to obtain/verify info. The pt tests his blood glucose 4 times a day. Prior to being hospitalized in 2009, the pt was taking lantus insulin in the evening and sliding-scale humalog insulin based on his meter readings. The pt mentioned that on an unspecified date/time, he visited his doctor during a routine appointment and had a blood test drawn for a lab. According to the pt, the lab obtained a blood glucose result of "95 mg/dl". Within 10 minutes of the lab draw, the pt claimed he obtained a blood glucose reading of "155 mg/dl" on his meter. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria of accuracy. The pt denied receiving treatment or having symptoms during the doctor's visit. The next day, the pt claimed that he might have taken too much insulin based on a meter reading. That day, the pt claimed that he developed symptoms of chills, shakiness, and sweating after having taken insulin. The pt was unable to recall what meter readings he obtained or how much insulin he took prior to developing the symptoms. Due to the symptoms, the pt went to a hosp. He was reportedly treated with IV glucose and hospitalized for 2 days since he claimed that his "electrolytes were off." During the hospitalization, he reported blood glucose results of "135 mg/dl" with his lfs meter and "98 mg/dl" on a hosp meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose result does not exceed the expected value of <= 30% and/or <= 30 mg/dl. The pt was unable to recall what blood glucose readings he obtained while he was symptomatic or when he was initially admitted to the hosp. After the hospitalization, the pt claimed that his doctor advised him not to take any insulin for a 2 week period. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that he developed symptoms suggestive of severe hypoglycemia after taking insulin based on a meter reading.